Event description:
It was reported that during a low anterior resection, the jaws would not open. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.